Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the ventricular assist device (vad) was not returned for evaluation. The reported low power event was confirmed via review of the log files which revealed consistent fluctuations in parameters throughout the analyzed period which resulted in several instances during which power consumption was below normal operating range. Three (3) low flow alarms were logged on (B)(6) 2021. Additionally, several changes in power consumption associated with manual changes in pump rotational speed were noted within the analyzed period. Information provided by the site indicated that an echocardiogram showed a relatively large left ventricular diameter and mitral regurgitation, a ramp test and right heart catheterization (rhc) revealed severe left ventricular and moderate right ventricular dysfunction, and computerized tomography and rhc revealed a suspected devascularized thrombus on the non-coronary cusp. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the risk documentation, possible causes of the reported low power event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Per the instructions for use, thrombus and worsening heart failure are known potential complications associated with the implantation of a vad. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. ### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
### A supplemental report is being submitted for correction and update to the investigation. Correction b5: event description was corrected to include additional patient signs/symptoms. Correction h6: patient ime code was updated and annex g code was added. Product event summary: (B)(6) was not returned for evaluation. The reported low power event was confirmed via review of the log files which revealed consistent fluctuations in parameters throughout the analyzed period which resulted in several instances during which power consumption was below normal operating range. Three (3) low flow alarms were logged on (B)(6) 2021. Additionally, several changes in power consumption associated with manual changes in pump rotational speed were noted within the analyzed period. In addition to the reported low power and low flow, information provided by the site indicated that an echocardiogram showed a relatively large left ventricular diameter and mitral regurgitation, a ramp test and right heart catheterization (rhc) revealed severe left ventricular and moderate right ventricular dysfunction, and computerized tomography and rhc revealed a suspected devascularized thrombus on the non-coronary cusp. It was further reported that the patient became sick and dazed, and brain natriuretic peptide (bnp) was significantly reduced. The patient was given fluid orally for dehydration. Based on the available information, the device may have caused or contributed to the reported event. Based on the risk documentation, possible causes of the reported low power and low flow e vent may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Per the instructions for use, thrombus and worsening heart failure are known potential complications associated with the implantation of a vad. There was no evidence that the patient had a history of thrombus events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) due to an FDA audit observation. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. ### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the vad exhibited low flows on (B)(6) 2021 during an x-ray. The patient became sick and dazed, and brain natriuretic peptide (bnp) was significantly reduced. The patient was given fluid orally for dehydration.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Newly received information indicates that the patient experienced heart dysfunction and a suspected thrombus. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the ventricular assist device (vad) speed was adjusted after an echocardiogram showed a relatively large left ventricular diameter and mitral regurgitation, but the vad continued to exhibit below normal power consumption. The patient underwent a ramp test and right heart catheterization (rhc), revealing severe left ventricular and moderate right ventricular dysfunction. Computerized tomography (CT) and rhc revealed a suspected devascularized thrombus on the non-coronary cusp. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an outpatient visit and data acquisition, the ventricular assist device (vad) power consumption was 2.8 watt and showed "below normal". The vad remains in use. No patient complications have been reported as a result of this event.